Event description:
It was reported that compression continued to compress after the compression foot switch was released. It was also reported that compression function returned to normal once the foot switch was disconnected from the unit. No injury was reported.